Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a fill estimate issue. Reportedly, the fill estimate remained static at an unknown value. Prior to calling tandem technical support the customer resolved the issue. Although requested the customer declined troubleshooting. There was no reported adverse impact to the customer's blood glucose levels.